Event description:
The customer contacted stryker to report that their device does not deliver the sufficient energy and shows an event code in the log. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The stryker depot technician replaced the capacitor and the cap discharge printed circuit board to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be a faulty capacitor and the cap discharge printed circuit board. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device does not deliver the sufficient energy and shows an event code in the log. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported with the event.

Manufacturer narrative:
The capacitor and the discharge printed circuit board (pcb) were sent to the stryker product assessment center (pac) for further evaluation. No issue was found with the discharge pcb, but the issue was verified through the faulty capacitor. Root cause was determined to be the hv capacitor.